Event description:
Customer reported false negative reactions with a patient sample later confirmed to have an anti-kell when testing using 0.8% selectogen lot# vs737 exp. 06-24-14 by manual method with 15 min incubation. Customer reported that initially testing was performed on the sample against biotest reagents and tango instrument and anti-kell was identified with 2-3+ reaction noted with the kell positive cells. Customer then tested the same sample against 0.8% selectogen lot# vs737 and no reaction was obtained. The customer was guided in concentrating cell #1 of lot vs737 to a 3% concentration and testing the donor for the kell antigen. A positive reaction was obtained. Customer further stated that daily qc testing was performed and was acceptable and that visual appearance before use was acceptable.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation.(B)(4).